Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51psemired, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1125085 rev I (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that while attempting to remove the mpsemired power chair from her car, a wire got caught an the chair allegedly started to smoke. The consumer has been utilizing this device for approximately 5 years. No injury alleged.

Event description:
End user was trying to get the chair out of the car when a wire got caught and the chair started smoking.